Event description:
It is reported that both screws were found broken at the distal 1/3. Revision surgery is not scheduled yet.

Manufacturer narrative:
A check of the mfg papers did not show any deviation from the specs. This report will be amended when our investigation is complete.